Event description:
This case has occurred outside of the USA, in spain. According to information received as of june 29,2022, a patient was injected on (B)(6) 2021 with 0.7 ml of teosyal rha 3 (tp27l-213715a0) into the lips. Approximately 6 months post-injection, on (B)(6) 2022, the patient presented with 2 granulomas one on the lower right lip and the other on the upper left lip. We were informed that the patient suffered from an autoimmune disease, reported as "focal and segmental glomerulonephritis" which was treated with corticosteroids for 4 years. As a corrective action on june 13, 2022, the patient received a 0.8 ml hyaluronidase injection on the affected area. It was reported following the corrective action, the patient was recovering. Following the information received, a local medical expert was put in contact with the practitioner, who advised low-dose corticosteroid treatment (unknown dose) as an anti-inflammatory, and an hyaluronidase injection after the start of corticosteroids treatment. Situation of the patient and symptoms evolution are monitored. No additional information is available at the timeof this report.